Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: during the surgery, leakage from pneumoperitoneum occurred repeatedly through the port. The doctor confirmed the seal part of the port was torn. Reported the surgeon did not force to insert devices into the port nor not experienced any of them got hung to the port in insertion and removal. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.